Event description:
A customer reported that the manual probe wipe of the coulter lh500 hematology analyzer was dripping approximately 5 drops of clear fluid when performing a backwash onto the external lower front door. The operator was wearing a lab coat, gloves, and glasses at the time of the event, and cleaned up the leak using gauze and paper towels. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. It is unknown if the material safety data sheet (msds) was reviewed, or if there is an exposure control or risk management plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. The field service engineer (fse) replaced the backwash pump and verified the probe did not drip during verification. The repair was verified and the system was validated. Blood, controls, diluent, and cleaning reagent may be present at the probe. The cause of the drip can be attributed to the backwash pump replaced by the fse.

Manufacturer narrative:
(B)(4).